Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd slip-tip syringe was found broken before use.

Manufacturer narrative:
Investigation: one photo and one loose 10ml syringe was received and evaluated. It was observed there was a jagged crack on the bottom of the barrel approximately .25¿ in length surrounded by stress marks outside the grad lines. It also appears there was also a 1.5¿ scratch through the grad lines. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect potential root cause for the damaged barrel defect is associated with the assembly process.

Event description:
It was reported that the bd¿ slip-tip syringe was found broken before use.